Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient¿s device was at eos (end of service) on (B)(6) 2018. It was reviewed that the device was off/disabled and no longer providing therapy. The patient was redirected to their managing healthcare provider (hcp) to schedule a replacement surgery. There was no allegation/dissatisfaction with ins longevity. It was reported that the patient had been in a huge amount of pain, but they thought it was from the airport security scanners. It was reported that the patient¿s pain began four to five months ago in 2017. It was indicated that the patient was meeting with their hcp tomorrow. No further complications were reported/anticipated.